Event description:
It was reported that a continuous glucose monitor displayed error message 42 and customer experienced issue with g7 sensor connection to pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received full pump reset instructions, completed pump reset with guidance, and successfully started new sensor session, after which error did not return.